Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving an intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was continuously flipping in the pocket, the patient missed a pump refill date, and the pump reservoir was empty at the time of the case. The pump reservoir was empty on (B)(6) 2025. The patient was described as very excited to show the pump flipping in the pocket and stated that they play with the device. The pump was replaced due to its age (five years old) and the missed refill, and a new pump was sutured down during a surgical intervention. No medication was present in the pump at the time of the event. The issue was resolved with the replacement and securing of the new pump. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.